Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and decided to call back if issues persisted. No additional assistance was necessary.